Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller about the potential for such occurrences due to pressure variances used in calculating insulin amounts, explaining that normal countdown resumes once the insulin matches the static display. The caller understood and acknowledged the explanation.